Event description:
It was reported that the lead integrity alert (lia) triggered due to fluctuating pacing impedances on the right ventricular (rv) lead. Ventricular arrhythmia therapy was turned off and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also reported that the right ventricular (rv) lead was fractured. Interrogation showed sudden impedance jump. No further patient complications have been reported as a result of this event.